Manufacturer narrative:
When data innovations, the manufacturer, became aware of this complaint, the following information was communicated to data innovations by abbott laboratories: the distributor reviewed the complaint with the user facility and noted that a new driver connection was recently installed and had a setting of 'integrated' when the user facility observed that qmgr went into an unknown state. When a connection is set to 'integrated' the driver is expected to send information to the server and parse information coming back from the server. The user facility changed the new driver connection setting from 'integrated' to 'uni-directional'. When a connection is set to 'uni-directional' the driver is expected to only send information to the server and will ignore any information coming from the server. The user facility and distributor reported that the issue has not occurred since changing the setting to uni-directional and has had no further issues. Upon receiving this information, data innovation requested communication data from the distributor to review what error information was communicated when qmgr went into the unknown state. The distributor was unable to provide any data. Data innovations then suggested having the user facility set the connection back to integrated to see if the same error could be replicated and collect data to determine why the error had occurred. At this time, the user facility is still in discussion about whether they want to set the connection back for troubleshooting purposes. Data innovations communicated to the distributor that the user facility may encounter this issue if the user facility is not appropriately set up for use with the integrated setting and asked for more details on whether the user facility could support the integrated setting. The distributor has been unable to provide a response. Without data or more information from the user facility about their capabilities to handle an integrated configuration, data innovations is unable to confirm that misconfiguration of the driver setting as alluded to by the distributor was what caused the issue. This report is being submitted because the manufacturer has not been able to rule out a malfunction.

Event description:
On 11 sept 2025, data innovations was made aware by abbott laboratories, a distributor of instrument manager, that a user facility reported that qmgr, which is the process that helps transport data between connections to its destination, entered an unknown state. The user facility expected qmgr to remain in a known state where data would continue to be transported to its desired connections.